Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation and no relevant imagery was provided. During manufacturing of the ultra delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed on work orders related to the manufacturing of the device, as well as components that could potentially contribute to the complaint. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no additional complaints. A review of complaint history from (B)(6) 2018 through (B)(6) 2019 revealed additional returned complaints for the ultra delivery system for the complaint. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. Complaint trends are reviewed at minimum if there are three complaints per month for three consecutive months. Review of complaint history from (B)(6) 2019 to (B)(6) 2019 revealed the trigger for trend review was not met for the complaint. The IFU, procedural training manual, and prepping manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Inflation parameters are provided to the user to use during valve deployment. The physician is instructed to visually inspect all components for damage prior to use. During valve deployment, the physician is instructed to use slow inflation, which may help with stability of the delivery system and thv. Additionally, the manual warns the user not to exceed 20 seconds for inflation and deflation of the delivery system. Based on a review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no device was returned and no procedural imagery provided. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. As reported, the patient had moderate calcification in the annulus. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional 2ml of inflation fluid was added to the balloon. Volume above indicated amount may have contributed to the burst balloon. Finally, as described in section 6, training states to ¿begin initial deployment with a slow controlled inflation¿. In this case the inflation speed was noted to be ¿medium¿. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) and procedural (over inflation of the balloon, inflation speed) factors may have contributed to the reported event. A CAPA was previously initiated to capture the investigation of ultra balloon burst/leakage and retrieval field issues, as well as monitor the effectiveness of the ultra training bulletin. A product risk assessment was previously initiated to further investigate the risk regarding the reported event.

Manufacturer narrative:
Corrected boxes selected. The recall number assigned to the event reported in this manufacturer report has been received and documented in this report. Investigation is ongoing.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during the tf tavr case the ultra delivery system balloon burst (longitudinally) upon inflation of the system. Prior to procedure, the physician discussed adding two cc¿s to the delivery system for the implant of the 23mm s3u valve. He was advised that there was potential for a balloon rupture if he added volume over a nominal pressure, but the decision was made to add 2cc¿s due to the fact that the annulus was between a 23 and 26 mm range. The balloon burst during valve deployment but was able to be removed without incidence. There was no indication of patient injury.